Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. Customer¿s blood glucose level was 230 mg/dl at the time of call. Customer stated that insulin pump had insulin flow blocked alarm. Customer alleges insulin pump was under delivering due to insulin flow blocked alarm. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer assisted with displacement test and insulin pump passed the test. The device will not be returned for analysis.